Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final non-coronary cusp (ncc) implant depth is 1mm and the left coronary cusp (lcc) is 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient developed complete atrio-ventricular block (cavb). The patient left the operating room with temporary pacemaker inserted. Based on the available information, a cause for the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on 10 november 2023, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented with a history of right bundle branch block (rbbb) but was in sinus rhythm. Calcification was not extended beneath the aortic annular plane in the interventricular septum. The diameter of valsalva was 28mm and the ascending aorta diameter was 68.5mm. After placement of the navitor at a depth of non-coronary cusp (ncc): 1mm and left coronary cusp (lcc): 4mm, the patient developed complete atrio-ventricular block (cavb). The patient left the operating room with temporary pacemaker inserted.